Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pre-implant images showed the pt's right external iliac diameter to range from 4.4-6.7mm with significant calcification. The outer diameter of the 18fr gore dryseal sheath is 6.8mm. The gore dryseal sheath instructions for use (IFU) warns "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result." The IFU continues to state "if vessel size is smaller than the introducer sheath outer diameter major bleeding, vessel damage, or serious injury to the pt, including death, may result." Vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Is listed in the IFU as a potential adverse event that may occur and/or require intervention. Attempt to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.

Event description:
On (B)(6) 2011, the physician planned on treating the pt with the gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. The pt was not a candidate for open repair. Pre-treatment images showed the pt had narrow heavily calcified vessels outside of the gore dryseal sheath treatment diameters and the physician anticipated difficult sheath access. The physician used a 6 mm and then 8 mm ev3 pta balloons to dilate the right femoral artery to access an 18fr sheath. During insertion of the 18 fr sheath the femoral artery ruptured. The physician anticipated this and had previously advanced a cook balloon up the left side to prevent any blood loss and the artery was successfully repaired with a veinus patch and the aneurysm treatment was abandoned.